Event description:
Pt had successful implant of a bifurcated device and proximal cuff in 2008. Pt later complained of back pain, follow up CT revealed a proximal type I endoleak due to compression of the proximal end of the proximal cuff. The pt was brought in to treat endoleak with a palmaz stent on the following month; able to obtain good seal, pt is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.